Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 54 mg/dl. Suspected cause was due to customer delivering a large bolus. Customer consumed carbohydrates and glucose tablets to address bg. Customer declined to provide further information or undergo troubleshooting.